Event description:
On 02/24/2000, the MFR was informed by the facility's or specialties buyer of the following: the device was non-functional; however, he did not have all the details on hand. A blank product complaint report (pcr) form was faxed to him for completion. On 02/24/99, the MFR received the pcr from the facility's or specialties buyer that states the following: non-functional device. Removal attempted, discovered that the catheter was fractured and not present at insertion site. Fluoro-catheter in right ventricle. Catheter removed in cardiac lab on 02/08/2000. No further details were provided.